Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) received a complaint indicating that system would not boot up. As per review of log file, rse found ad7x force sensor collision was detected. On onsite visit no damage was found by fse. System started without errors, and the c-arm and table movement smooth. After several functional test, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.